Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stated that changing programs led to the night time return of symptoms, and changing the programs resolved their return of symptoms. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was having a return of symptoms at night time only after switching to program 2. The patient stated that the reason for implant was for the symptoms throughout the day, not just at night. The patient stated they were on program 1 at 3.0, and at the time of the call they were on program 2. Syncing with the programmer showed that stimulation was on. The patient switched back to program 1 and noted feeling stimulation in the correct location. The patient was advised to review any directions from their healthcare provider and to consider tracking their progression with a diary. No further complications were reported.